Manufacturer narrative:
Clinical conclusion: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of muscle cramping, electrolyte imbalance and uremia; however it is unknown when the liberty select cycler was last utilized by the patient. The discharge summary revealed the patient was self admittedly non-compliant with his pd therapy, which required a prescription change from the nephrologist to normalize the patient¿s electrolyte imbalance and uremia. It is well established that non-adherence to pd therapy is a major factor when determining its efficacy (1). Additionally, the patient¿s blood cultures were positive for acinetobacter, which is felt to be underlying cause of the muscle cramps. Based on the information available, there is no documentation or indication the liberty select cycler caused or contributed to a serious adverse patient event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient reported hospitalization due to positive blood cultures, and unrelated to undergoing pd therapy on the liberty select cycler. During follow-up with the peritoneal dialysis nurse confirmed the hospitalization, and reported the patient has a history of non-compliance. Additional information was requested and received. The patient arrived at the emergency room (ER) with diffuse muscle cramping. The patient reported being non-compliant with his dialysis treatments due to multiple cycler, and has been performing continuous ambulatory peritoneal dialysis (capd) or manual treatments for the past several days. The ER physician noted some electrolyte abnormalities (e.g. Potassium = 5.5, calcium = 7.4, phosphorus = 6, magnesium = 1.2), and what was felt to be uremia from insufficient home dialysis. The ER physician spoke with the ¿home therapy nurses,¿ who stated the patient may not be performing his dialysis as prescribed. The patient was started on prophylactic rocephin; however showed no clinical indicators of peritonitis upon admission. Blood and peritoneal effluent cultures were obtained as well as a peritoneal effluent fluid cell count. The ed physician documented an elevated ferritin level of 2800, indicating what he believed was consistent with an unknown inflammatory response. Nephrology was consulted to address the patient¿s hypomagnesemia, hyperphosphatemia and chronic anemia. Reportedly the patient¿s bath was adjusted (details unknown) and the patient¿s electrolytes normalized. The patient was prescribed a dose of requip (dosage, duration and route unknown), which resolved the patient¿s lower extremity pain. The peritoneal fluid culture and cell count results were negative; however the blood cultures were positive for acinetobacter. The patient was given antibiotics [drug(s) unknown] until negative blood cultures were obtained. The discharge summary indicates the lower extremity difficulties were believed to be caused by the bacteremia, as the patient had no further complaints. The patient was discharged home in stable condition. The patient continued to perform ccpd therapy while hospitalized.